Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported she had a hernia. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated that the hernia was located in her stomach, but was unable to provide any other information regarding the type of hernia. The pdrn stated the patient just had an ultrasound of the hernia done on (B)(6) 2018 and stated the patient was scheduled for a hernia repair surgery, but was unable to provide any details regarding the surgery. Per pdrn it was unknown whether or not the hernia was present prior to the initiation of pd therapy. Pdrn stated that the patient was continuing with pd therapy.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2018 this 48patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported they had a hernia (type unknown), and had not undergone any medical intervention to date. During additional follow-up performed on 03/21/2018, the peritoneal dialysis registered nurse (pdrn) reported the hernia was located in the abdomen, however no further information was available. The patient underwent an abdominal ultrasound on (B)(6) 2018, the results of which were still pending. The pdrn stated the patient was scheduled to undergo surgical hernia repair. The surgery type and date were currently unknown. Additionally, it was unknown if the hernia was present prior to the initiation of pd therapy. Per the pdrn, the patient continued to perform pd therapy.

Manufacturer narrative:
There is a temporal relationship between ccpd therapy with the liberty cycler and the patient¿s hernia (unknown type) with evidence to support a possible exacerbation event on or about (B)(6) 2018, warranting scheduled hernia repair (date unknown). Hernias are a commonly known complication in pd therapy due to physiologic increased abdominal pressure from the dialysate during pd treatment (1). Therefore, a probable association exits between ccpd therapy with the liberty cycler and the patient¿s hernia (unknown type). The liberty cycler was not returned to manufacturer for product investigation. Therefore, it is unknown if the liberty cycler had any prior incidence of malfunction that could have caused or contributed to the patient¿s hernia event.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported she had a hernia. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated that the hernia was located in her stomach, but was unable to provide any other information regarding the type of hernia. The pdrn stated the patient just had an ultrasound of the hernia done on (B)(6) 2018 and stated the patient was scheduled for a hernia repair surgery, but was unable to provide any details regarding the surgery. Per pdrn it was unknown whether or not the hernia was present prior to the initiation of pd therapy. Pdrn stated that the patient was continuing with pd therapy.